Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the analyzer. The customer notified fse of inconsistent sample pickup volumes. The fse inspected the analyzer and determined that collar wash vacuum valves malfunctioned. The fse replaced both reagent and sample collar wash vacuum valves which resolved the issue. The fse performed system verification successfully without further issues. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case-(B)(4). Note: this MDR report will address erroneous result generated on 11-may-2026; beckman coulter internal identifier case-(B)(4) (MDR report 2050012-2026-00038) is for erroneous results generated on 27-april-2026.

Event description:
The customer reported the unicel dxc 600i synchron access clinical system generated false low patient results for multiple analytes which included blood urea nitrogen (bun), iron (fe), creatinine (cr-s), total protein (tp), total bilirubin (tbil), aspartate aminotransferase (ast), and alkaline phosphatase (alp), transferrin (trfn), and alanine aminotransferase (alt). The erroneous results were released out of laboratory and later amended. There was no report of change to treatment, injury, or death associated to this event.